Event description:
The pt is reportedly experiencing sound quality issues and decreased performance. The pt elected to have surgery to remove the implant for a technology upgrade. Surgery has been scheduled.